Manufacturer narrative:
(B)(4). (B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis. The peritonitis was manifested by abdominal pain, cloudy pd effluent, vomiting, diarrhea, and increased c-reactive protein of 22.5. The cause of the peritonitis was unknown. The same day, the patient was hospitalized for the event. The same day as onset, the patient was treated with vancomycin 2 grams stat and the every "six hour dwell" and ip gentamicin 50 mg every "six hour dwell." Both medications were reported as discontinued the day following initiation. At the time of this report the patient was recovering from this peritonitis event. Pd therapy was ongoing. No additional information is available.